Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. The lot number was not provided, therefore a review of the device history records could not be completed. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The heads of the screws broke away and the shaft thread shows shaved off material. It is indicative that the breakage occurred through applying too much force by insertion into the plate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with a plate and screw construct on an unknown date for a distal radius fracture. Patient underwent revision surgery on (B)(6) 2013 for removal of a plate and screws. The reason for removal is unknown. While removing the va-tcp plate, the surgeon tried to rotate two va screws in the distal ulnar holes. Reportedly, the surgeon did not feel any resistance and the head parts were removed only. As there was no sound or resistance during the procedure, the screws may have already been broken. The residual shaft parts were removed with forceps, and there was no evidence of residue in the patients body. This is 1 of 3 reports for the same event, complaint # (B)(4).